Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a downstream occlusion. There was no reported adverse event.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be replicated. No fault found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.